Event description:
The customer reported the unit failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up. There was no report of pt involvement. The unit was evaluated and repaired by a third party engineer. The power supply was replaced to resolve the reported issue.